Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar complaints reported from this lot. Based on the information provided, the resistance during advancement and balloon rupture appears to be due to case circumstances. It is likely that the resistance during advancement and rupture occurred due to interaction with lesion calcification. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the posterior tibial artery. The 3.0x200mm armada 14 balloon catheter was advanced; however, resistance with the anatomy was felt. Additionally, the balloon ruptured at 6 atmospheres during the first inflation. The procedure was successfully completed with an unspecified armada 14 balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.